Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (7 cfu/endoscope). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; january 21th, 2020; all channels: enterobacter cloacae (>100 cfu/endoscope), klebsiella pneumoniae subsp. Ozaenae (>100 cfu/endoscope), pseudomonas aeruginosa (>100 cfu/endoscope) second time; february 3rd, 2020; all channels: stenotrophomonas maltophilia (91 cfu/endoscope), pseudomonas aeruginosa (2 cfu/endoscope), agrobacterium radiobacter (32 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. The results of additional microbiological testing by the third party laboratory were as follows: [second time; (B)(6) 2020]: all channels: staphyloccocus coagulase negative (11 cfu/endoscope). [Third time; (B)(6) 2020] suction channel: enterococci (13 cfu/endoscope). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.